Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the depressed battery pins, which was observed during visual inspection of the rear case battery contact pins. Evaluation determined failure causality to be dried fluid residue which was also observed during the visual inspection. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. There was no report of patient injury or medical intervention associated with this event. No additional information is available.